Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician reported that console displayed a advisory code and stopped providing the irrigation and patient had iris damage during the cataract [with intraocular lens (iol) implant] surgery. The surgery was completed on same day by restarting the console. The current patient condition was unknown. This report pertains to cassette involved in this reported event. Additional information has been requested, but none received to date.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Correction provided in b.2., b.5. And h.6. The reported product was not received at the investigation site for evaluation. See clinical information review below. Clinical information review. This is a 72-year-old male patient who was scheduled for surgery in the left eye (os). The information confirms this patient did not have any ¿pre-existing conditions.¿ this patient was not hospitalized. There was a notable ¿iris defect¿ which required having to be ¿repositioned unexpectedly.¿ finally, there were ¿no further incidents expected.¿ the customer described an event in earlier findings stating, ¿during the surgery (in quad mode), there was a system message (sm) observed.¿ they did mention the system had an event where the ¿bottle was lowered,¿ was ¿not responding with the irrigation.¿ to address the issue, the customer described ¿rebooting the system to resume the case.¿ the case was listed as ¿complex¿ and was described as having a ¿malugin ring used with a mature cataract, and an unstable iris.¿ the patient¿s ocular and medical history was not provided for review. The customer alleges the outcome of surgery ¿resulted in iris damage¿. There were several events were the customer reported having issues. This investigation will serve for one (1) of those instances. In the operator's manual there are instructions for vent test issues or vacuum and vent check issues. Restriction in irrigation or aspiration lines. Machine insufficiently primed. Fms issues, check kinked irrigation or aspiration lines or twisted tip cap sleeve. Press test to reprime. Reinsert fms.¿ intraoperative floppy iris syndrome (ifis) is a syndrome is known to cause a poor pupillary dilation, intraoperative complications during cataract surgery and is characterized by the following triad of intraoperative signs: billowing of a flaccid iris stroma in response to ordinary intraocular fluid currents; propensity for iris prolapse toward the phaco and/or the side-port incisions; progressive pupil constriction. A grading system for ifis was suggested based on the presence of the previously described intraoperative signs as follows: no ifis (stable iris without significant miosis), mild ifis (noticeable floppy iris only), moderate ifis (floppy iris and miosis) and severe ifis (floppy iris, significant miosis and strong tendency to iris prolapse) [2]. Two additional pupil features may be present in ifis: poor preoperative pupil dilation; elasticity of pupil margin. In contrast to other causes of small, dilated pupil and progressive intraoperative miosis (e.g. Diabetes), ifis is characterized by an elastic iris which does not dilate with mechanical stretching. Therefore, it is important to anticipate ifis and use pupil expansion devices as a preventive measure in the beginning of surgery rather than after ifis has developed and the capsulorhexis is already completed (which might compromise its integrity). The operator¿s manual includes the warnings: ¿adjusting aspiration rates or vacuum limits above the preset values or lowering the intraocular pressure (iop) or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Use of non-alcon surgical reusable or disposable I/a handpieces that do not meet alcon surgical specifications or use of an alcon handpiece not specified for use with the system, may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Exceeding the recommended level of 100 mmhg (133 hpa) with a 0.5 mm or larger I/a tip may cause anterior chamber shallowing and/or incarceration or tearing of the posterior capsule. ¿[¿] ¿perform visual inspection of accessories for burrs or bent tips prior to use. I/a tips are not to be used with phaco handpieces.¿ [¿] ¿good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye.¿ the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicated that iris defect persists in the left eye. Iris had to be repositioned unexpectedly and there was no hospitalization and the treatment was complete.

Manufacturer narrative:
Additional information provided in a.2., a.3. And b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information requested and received that patient's vitreous prolapse has regressed slightly, and visual acuity was 20/20.